Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to healthcare facility after near syncope episode. It was also reported the right ventricular (rv) lead had a prior lead warning. The rv lead exhibited unipolar pacing with possible loss of capture, over sensing, noise, and high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.